Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter received with the original box and pouch. The batch number on the packaging and device matched the batch number for this complaint. There was blood and contrast in the inflation lumen and in the balloon. Examination under magnification revealed a balloon pinhole 2mm distal of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous popliteal artery. A 2mm x 20mm x 143cm coyote¿ es balloon catheter was selected to dilate the lesion. Upon initial inflation the balloon ruptured at 3 atms. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous popliteal artery. A 2mm x 20mm x 143cm coyote es balloon catheter was selected to dilate the lesion. Upon initial inflation the balloon ruptured at 3 atms. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).